Event description:
It was reported to vyaire medical about a high blower alarm of the revel ventilator during transport of a patient. The device then shut off and would not turn back on. There was no patient harm reported associated with the event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical about a high blower alarm of the revel ventilator during transport of a patient. The device then shut off and would not turn back on. There was no patient harm reported associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint regarding blower demand error. Vent failed port-to-port leak test. Bench testing revealed a non-conforming blower module. Visual inspection revealed a broken capacitor at the location c42 of the blower pcb that is causing the problem to occur intermittently. Replacing blower module will resolve the reported failure. Process vent thru service to meet all factory specifications and standards. The blower module will be sent to fa lab for further evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.